Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer was hospitalized due to experiencing ongoing, continuous elevated blood glucose (bg) levels that the customer required assistance to treat. Bg value not provided. Bg cause was unknown. Additionally, it was reported that the insulin gauge was inaccurate. Multiple contact attempts were made by tandem technical support to obtain additional information regarding the event; however, no response was received from the customer. No additional information was provided.